Event description:
The patient was implanted with a synchromed pump and catheter on 01/12/1998 for infusion of intrathecal dilaudid for non-malignant pain/failed back surgery syndrome. The patient complained of increased pain and an x-ray rotor study revealed a motor stall. The pump was explanted on 3/19/1999. The pump was returned to the manufacturer for analysis. A new synchromed pump was implanted on 3/19/1999. The hcp stated the patient has relief of pain with infusion of dilaudid, bupivacaine, and clonidine.